Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zcb00 25.5 diopter, was performed on the left eye of a female patient because at 1 week post-op, she complained about her vision. The surgeon monitored her vision for a couple of weeks. The patient was prescribed a contact lens but the patient was dissatisfied. The replacement lens was the same model but a 22.5 diopter. There was no injury and the incision did not need to be enlarged. A suture had to be used because the patient has allergies and wasn't able to use the drops that were offered to her. No additional information as provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There was no associated deviation or non-conformity report found in the manufacturing record review related to the complaint. The miq (measurement iol quality) inspection documentation was reviewed. The lenses are measured for diopter power, resolution, and contrast in the miq. The lens diopter result obtained from the miq electronic system showed that the result was within specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.